Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. Reviewing all details received to date: it appears that clinical and or procedural factors may have impacted on the reported event. It was reported that the device involved in this incident is available to be returned for evaluation. The device had not been not received at the time this report was generated. Should the device be returned a follow-up medwatch will be provided.

Event description:
Difficult or unable to lock the valve: on (B)(6) 2015, during the index procedure, there was difficult in or inability to lock an unknown sized lotus valve. Left ventricular perforation with safari wire (bleeding)/ left ventricular perforation with safari wire (ventricular septal perforation)/ left ventricular perforation with safari wire (cardiac tamponade): on (B)(6) 2015, the site reported an event of left ventricular perforation with safari wire. Per edc, the subject was surgically treated by repairing the ventricular perforation. (B)(6) 2015, during the index procedure, an initial attempt was being made to deploy a 23mm lotus valve, however, proved to be unsuccessful. Per source, initially a 0.035? Safari guidewire was placed over which the 23 mm lotus valve guided into the annulus. The subject became hypotensive, while the valve was being unsheathed, blood pressure dropping below 70 and continued to deteriorate requiring CPR and an unplanned cardiopulmonary bypass. The subject was further intervened by performing median sternotomy, revealing a "tension hemopericardium" and a 3 cm perforation in the "anterolateral wall of the ventricle adjacent to the left anterior descending coronary artery". -the perforation was treated with interlocking prolene sutures and teflon felt. No further bleeding was noted in this region and the decision was taken to proceed with the tavi procedure. Second ventricular perforation with safari wire on (B)(6) 2015, during the index procedure, after an unsuccessful first attempt at deploying a 23 mm lotus valve a second attempt was made with a second 23 mmlotus valve. The second 23 mm lotus valve was introduced into the subject using the already placed sheath and by placing "back" the 0.035? Safari guide wire; however, the attempts proved to be unsuccessful. The subject was eventually implanted with a 29 mm non-study core valve. Prior to the closure of the "mediastinal dissection", a new area of "hematoma appeared on the posterolateral aspect of the ventricle, closer to the apex". The "epicardial hematoma" when "unroofed revealed a gush of arterial blood" which made it apparent that there was a second perforation. The perforation was intervened with two strips of teflon which was used to "buttress this area" and prolene mattress sutures were also used. Re-examination of both the areas of injury, at the end of the procedure, showed no evidence of bleeding.